Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the technician reported that the iol is off axis. Then, on a separate correspondence, she stated that the pt is "just fine now" and no secondary surgical procedure will be performed.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/28/2009 and 11/12/2009 by phone, fax, and mail. Add'l info was obtained by phone and medical records were received on 10/27/2009. (B) (4). (B) (4). (B) (4).